Manufacturer narrative:
Device is not available for evaluation.

Event description:
It was reported: "patient presented with what was thought was to be a broken stem. The stem was wallowing around in the femoral component. Threads were worn out on one side of the stem and worn on the femoral component. Patient was walking around for some time. Severe metalosis developed in the joint."